Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had possible under delivery. Customer's blood glucose levels were 225 mg/dl, 62 mg/dl. Customer stated high blood glucose due to site issue. The devices will not be returned for analysis.